Manufacturer narrative:
No products were returned post-mortem. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a patient information verification form that the patient implanted with this device and lead system passed away on (B)(6) 2016. A handwritten note on the form stated the death was due to an infection from the pacemaker implant. Further review of the patient¿s systems and procedures found the patient had a non-boston scientific device and lead system explanted for infection on (B)(6) 2016. At that time, a new boston scientific pacing lead was implanted and was connected to the explanted competitor¿s device and was used for temporary pacing. On (B)(6) 2016, the temporary pacing lead and explanted device were removed. A new boston scientific cardiac resynchronization therapy defibrillator (crt-d) was implanted on the patient¿s right side, with a right ventricular (rv) lead and a left ventricular (lv) lead. Specific details about the status of the infection and the patient¿s condition were not known at the time of the implant procedure. Additional information was requested from the boston scientific field representative. The representative did not know the patient had died, was not contacted regarding a new infection after this system was implanted, and was not provided with the official cause of death. Based on the available information, it was suspected the original infection had not cleared, resulting in the patient¿s death.